Event description:
It was reported the patient fell and had decreased stimulation and increased pain due to migration of the lead. An x-ray was taken and showed the leads located in thoracic spine right t9 and left t10 were located in a different location from implant. Intervention included reprogramming. The increased pain was related to the patient fall. It was also additionally noted as related to the device or therapy and not related to the implant procedure. The event was considered resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).